Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that they got the button error while the insulin pump was in the pocket. The customer was able to clear the alarm and continue to use the insulin pump. The customer did not have any other button errors or no issues with the buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.